Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the 5v power supply was out of tolerance. The 5v power supply was adjusted and the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the pendant buttons were intermittently functioning. This issue was noted outside of a procedure, and there was no patient involvement.